Manufacturer narrative:
Date sent to the FDA: 08/24/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and two (2) mesh products were implanted. It was reported that the patient underwent revision and removal surgery on (B)(6) 2021 during which the surgeon noted the lower abdomen had extensive diastasis with attenuated fascia adjacent to the umbilical area where the previous mesh was placed. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.